Manufacturer narrative:
Batch review performed on 22 april 2025. Lot 2225641: (B)(4) items manufactured and released on 31-aug-2022. Expiration date: 2027-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Visual inspection performed by r&d project manager. The setscrew is not present. The tulip thread is damaged; it was not possible engaging a new setscrew. Root cause could be the cross threading during the surgery. It is likely that setscrew has been inserted without guiding of a reduction instrument. If this happens, the risk of misalignment between tulip and setscrew is higher and can lead to cross threading.

Event description:
Spinal fixation was performed at l3-sai. After insertion of the rod, final tightening was performed, but the right side of l5 could not be torqued properly. An ominous noise led the surgeon to conclude that cross-threading had occurred and replaced the set screw, then reinserted the set screw, but cross-threaded occured again. The surgeon concluded that the pedicle screw head threads were faulty and replaced it with a new screw (lot:2229775), completing the surgery. Due to this event the surgery was prolonged about 1 hour and 30 minutes. The delay was due to multiple attempts to insert the set screw ,and the surgeon once removed the rod and then replace the new pedicle screw.